Event description:
It was reported that an over delivery was experienced.

Event description:
Additional information received: issue occurred during maintenance check between patients, returned to pharmacy. No patient involvement.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Housing intact. Upon inspection, after running three accuracy tests, the pump was found to be within manufacturing specifications. No repairs needed.